Event description:
The customer reported that during set-up and inspection of the device, in the room and prior to the patient being present for an undetermined procedure, the flex deflectable videoscope displayed an error code e226 and e238. There was no patient or user harm reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.